Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the analyzer alarms indicated an alarm that the pc/cc reagent wasn't at the appropriate temperature three minutes before the issue occurred. This or the issues noted with the calibration frequency could be potential causes.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer received a questionable prolactin gen 2 result for one patient sample. The initial result was 0.648 ng/ml. The repeat results on (B)(6) 2015 were 248.5 ng/ml and 259.3 ng/ml. After calibration, the result was 247.5 ng/ml. Both the initial result of 0.648 ng/ml and the correct result of 248.5 ng/ml were reported to the physician. The patient was not adversely affected. The reagent lot number was 184180 with an expiration date of (B)(6) 2016. It was noted the customer was not following the recommended calibration frequency for the assay.